Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected, however when the device was pulled out of the packaging, the shaft of the catheter was cut into two pieces. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.